Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump received with intermittent button response due to moisture damage on keypad traces. Insulin pump had broken reservoir tube lip, missing reservoir tube o-ring and cracked battery tube threads.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 5 mmol/l. The customer states she sweats a lot while she's exercising and puts the insulin pump inside a baby sock, then puts it under her armpit. Advised discontinuation of the insulin pump. Nothing further reported.